Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with spinal canal stenosis associated with l3 burst fracture underwent oblique lumbar interbody fusion. Intra-op, after completing the cage insertion at l3/4, when the inserter was detached from the cage, the connecting part (posterior part) of the cage was broken and was found remaining in the inserter. The product came in contact with the patient. The part of the cage was implanted in the patient and the remaining part was discarded by the facility. No patient complications were reported.